Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy of about 10 millimeters (mm). The inaccuracy occurred while navigating and it affected all instruments. The surgery was continued without navigation and performed under fluoroscopy. The navigation error of about 10 mm did not improve despite re-taking of ap and obl so its usage was discontinued. There was no health damage to patient and surgical delay was less than one-hour.